Manufacturer narrative:
The device was discarded, therefore no product analysis can be performed. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately an hour following the implant of this transcatheter bioprosthetic valve, the patient¿s blood pressure began to drop. A dissection in the aortic root was found. The patient was unable to be saved. The cause of dissection was unknown. It is unknown if an autopsy was performed.

Manufacturer narrative:
Additional information was received that an autopsy was not performed. If information is provided in the future, a supplemental report will be issued.